Manufacturer narrative:
Please note that the following device code also applies to this complaint: (B)(4). Results: the pet lock was intact on the proximal end of the pod packing coil (podj) pusher assembly. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The distal detachment tip (ddt) was fractured off the tip of the pusher assembly. The embolization coil was detached from its pusher assembly. Conclusions: evaluation of the returned device revealed that the podj¿s distal detachment tip (ddt) was fractured off the distal tip of the pusher assembly and the embolization coil was detached. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. The ddt fracture was likely the snap that was felt, which resulted in the embolization coil detaching from its pusher assembly. Further evaluation of the returned device revealed that the pusher assembly was kinked. This kink was likely incidental and may have occurred while packaging the device for return to penumbra. Evaluation of the returned lantern revealed that the catheter shaft was ovalized. This type of damage typically occurs due to improper handling during use. If the device is forcefully maneuvered during positioning, damage such as this may occur. The ovalization in the lantern likely contributed to the resistance and the fracture of the ddt felt upon advancing the podj through the catheter. Penumbra coils and catheters are visually inspected during in-process and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-02203.

Event description:
The patient was undergoing a coil embolization procedure to treat a varices in the inferior mesenteric vein (imv) using pod packing coils (podjs) and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully deployed and detached initial ruby coils into the imv using the lantern. While attempting to advance a new podj through the same lantern, the physician encountered resistance and then a snap. Subsequently, the podj unintentionally detached within the lantern. The physician then removed the lantern with the podj inside. Upon removal from the patient, the lantern was found to be kinked. The physician was unable to regain access and decided to end the procedure at this point. There was no report of an adverse effect to the patient.